Event description:
It was reported that the customer had elevated blood glucose levels. Troubleshooting was performed and pump passed delivery system.

Manufacturer narrative:
No product was returning for evaluation. Should new relevant information become available a supplemental form will be submitted.